Event description:
Insurance investigator indicated that she only knew what was stated as far as injury to the pt, "harm to and complications with his eyes". No other info regarding the pt's condition is available at this time.